Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side on the battery handpiece/modular device was not functioning and defective. It was further determined that the trigger was blocked, jammed and was moving heavily. It was observed that the housing at the seam was torn, the trigger was sticky, the driver shaft was broken, and the device was leaky. It was determined that the housing was cracked, and the lower trigger was not smooth. It was further determined that the device failed pretest for check fitting of the lids, check proper function of the triggers, check the attachment coupling, check for leakage, general condition, check for roundness, and marking and labeling. It was noted in the service order that during pre-surgery, the attachments that connected to the handpiece for the shaft were broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.